Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7) indicating possible device malfunction. It was also reported that the pt was experiencing an increase in seizure activity above previous efficacy with the vns therapy but not above pre-vns baseline frequency. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system and the pt had not suffered any recent injury or trauma that may have damaged the system.